Event description:
It was initially reported by the physician that during the normal mode diagnostics that the test results showed that the patient was at 1 ma when they should have been at 2 ma. The physician did report some difficulty during diagnostics with the patient that day. Programming history was received from the site and the reported events were confirmed. There was an incomplete systems diagnostic which changed the patient¿s settings. After the setting change there were normal mode diagnostics that were run that showed the test was running at 1 ma due to the patient now being set to that output current. There were several interrogations after the setting change but the setting change was not corrected prior to the patient leaving the office.

Manufacturer narrative:
Analysis of programming history.